Manufacturer narrative:
(B)(4). Other device used: catalog #00631005628, trilogy longevity liner, lot #60268046; catalog #00771101120, zimmer m/l taper femoral stem, lot #60201839; catalog #00620005622, trilogy shell with cluster holes, lot #60295143 manufactured by zimmer b.v. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. These devices are used for treatment. The devices were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Operative notes for procedure performed on (B)(6) 2005 were reviewed. It is noted that the acetabular cup had good press fit with one screw fixation. Reduction with the final components noted that the stability was excellent. Leg lengths were noted to be equal. It is noted that there were no complications. A definitive root cause cannot be determined with the information provided.